Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted rapidly from 70% to 30% in one day. There was no impact to the customer's blood glucose (bg) level. During follow up troubleshooting with tandem technical support, a review of pump history did not reveal any battery abnormalities; however, customer was advised that pump battery should deplete approximately 15% per day.